Event description:
It was reported the lead incision site was red and inflamed and looked like "the leads were trying to work themselves out." A lead replacement procedure was planned and the leads were possibly going to be "re-routed" into the device pocket. During the surgical procedure, an incision was made at the device pocket, and the surgeon discovered fluid that looked like "brown gravy." An infection was suspected, so the entire device system was removed. The patient was put on antibiotic therapy for 1 month and was doing "better." The device had been providing therapeutic relief for the patient, so a new system was going to be implanted when the infection resolved. The patient outcome was noted as "recovered without sequela."

Manufacturer narrative:
Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012, lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012, recharger model 37752 serial# (B)(4), programmer model 37743 serial# (B)(4), anchor model 3550-39 lot# unknown, anchor model 3550-39 lot# unknown, anchor model 3550-39 lot# n302341 implanted: (B)(6) 2011 explanted: (B)(6) 2012. (B)(4). The device system has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator, both leads, and both titan anchors revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.